Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg exhibited an elective replacement indicator (eri) message. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient did not lose stimulation due to the issue. In addition, it was reported the patient utilizes increased power settings on the ipg. Surgical intervention remains pending.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg which resolved the issue.